Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced low blood glucose (bg) levels in the 50 mg/dl range. Customer declined to provide additional information, and declined troubleshooting with tandem technical support.